Event description:
It was reported that a leak was observed from an unknown location of an infusor. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported problem was determined to be a faulty molding operation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual unit was returned for evaluation at the plant. Visual inspection and functional leak test were performed on the actual unit by refilling the bladder with green color water. After fill, leak was observed at the distal luer. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up will be submitted.